Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis.if information is obtained, that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined, that the reported condition that the device overheated. And was unable to rotate were not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined, that the motor device had insufficient/low power, excessive noise and component damage. It was further determined, that the device, failed pretest for housing pin height, muffle tube verification, noise assessment, rotational speed and loctite verification. It was observed, that the device had a missing pin, was noisy and had low speed. And it was determined, that the pawl assembly and swivel assembly were seized badly with the housing. It was further determined, that it was not possible to disassemble. And the device was declared beyond repair. The assignable root cause was determined, to be traced to maintenance, which is improper maintenance.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The initial reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from (b)6) that the motor device overheated and was unable to rotate. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.